Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received engaged with the broken loading unit adapter. Microscopic inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. Additionally, the proximal end of the loading unit adapter was broken from the unit and, the articulation rod was bent. Due to the noted damage to the instrument and loading unit no functional testing was not performed. A review of the device history records indicates each device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, the reload broke during firing in the abdomen. The reload got stuck on tissue in the bowel and the handle also broke so the surgeon could not load a new reload onto the handle. To correct the condition, the surgeon extended the incision and resected additional tissue.